Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the actions taken to resolve the ins not holding a charge and charging too frequently were that the patient often falls asleep while charging. It was discussed how this may affect charging. The patient was to call to get adhesive discs to help. The cause of the not holding a charge and taking too long is unknown, but may be due to the patient falling asleep while charging. The patient uses stimulation 24/7. It was unknown if the issue was resolved but the patient was going to use adhesive discs and follow-up if necessary. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient tries to keep their amplitude settings down so that they did not have to charge as often. The patient said they had to charge their ins every one to three days, which had been going on for well over a year. It was asked but was unknown when the issue of having to charge more frequently than expected began, but the patient indicated that it was well over a year ago. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s ins ¿doesn¿t hold a charge¿. It was unknown if there were any external factors that may have led or contributed to the issue. The rep had an appointment scheduled with the patient for (B)(6) 2018 at the healthcare providers (hcp) office. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned at the time of the report. No symptoms were reported. It was unknown when the issue occurred, but the rep indicated that they would follow-up with more information. No further complications were reported/anticipated.